Manufacturer narrative:
Analysis of device by MFR: the returned product consisted of the rotapro console kit. A functional test was performed on the device, including confirming that the software is up to date. During functional testing, the device functioned as designed with no inconsistent speed noted. The complaint could not be confirmed, as the device functioned as it is designed to.

Event description:
It was reported that unstable speed occurred and the procedure was cancelled. A rotapro console was selected for use. Rotapro rotational speed was inconsistent during use while inside the patient. No patient complications were reported. The procedure was not completed due to this event.

Event description:
It was reported that unstable speed occurred and the procedure was cancelled. A rotapro console was selected for use. Rotapro rotational speed was inconsistent during use while inside the patient. No patient complications were reported. The procedure was not completed due to this event.